Event description:
It was reported that out of range impedance was observed via remote monitoring. Two stored episodes and oversensing due to noise were also observed. Noise was reproduced. During the revision when the lead was disconnected, the lead measurements were found to be normal via review of psa. The physician reconnected the lead into the device and all lead parameters were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.